Manufacturer narrative:
Medtronic received the following information from the journal article entitled; outcomes of endovascular repair for abdominal aortic aneurysms. Doi: 10.1097/sla.0000000000002508 katsuyuki hoshina, shin ishimaru, yusuke sasabuchi, hideo yasunaga and kimihiro komori. Annals of surgery 2019 vol 269(3). If information is provided in the future, a supplemental report will be issued.

Event description:
Talent and endurant stent graft were implanted in patients for endovascular aortic repair. The following events were reported: serious injury: re-intervention blood transfusion vascular injury thromboembolism paralysis rupture stenosis occlusion cerebrovascular events renal dysfunction wound complications death-patient deaths were also reported, however there is no causal link that a medtronic device may have caused or contributed to the deaths.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.